Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the occlusion test and was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.